Event description:
It was reported by repair work order that the head end brakes would not engage due to damaged brake adjuster. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.